Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During a supraventricular tachycardia procedure, the ep-4 stimulator cable was causing issues with pacing resulting in a clinically significant delay. It was noted that the ep-4 stimulator was providing several error messages that said, "check output cables". This resulted in not being able to stim at times, which made it difficult to continue the procedure. The issue was resolved by re-plugging in the stim cable and changing channels several times. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pacing issue and subsequent delay could not be determined.